Event description:
Reportable based on analysis completed on 16-apr-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 9mm in length, 4mm in diameter, de novo, eccentric in shape target lesion was located in the non tortuous and mildly calcified mid to distal left anterior descending (lad) artery. A 6f/jr guide catheter was advanced. A 4.00mmx12mm promus element¿ stent was selected; however the device failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment and stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis with the stent detached from the deliver balloon and stored in a plastic container. No issues were noted with the profile of the devices tip. The stent was received detached from the delivery balloon. An examination of the stent found that the stent was stretched and flattened. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon folds were relaxed and not tightly folded. There was clear evidence of stent crimp on the balloon material. A visual and tactile examination found no issue with the shaft polymer extrusion profile. An examination of the hypotube shaft found no kinks or damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).